Event description:
It was reported that the table locks did not actuate after the foot pedal was released, causing the table top to unexpectedly free float in longitudinal and lateral directions. No injury was reported. This situation could contribute to an injury if a patient or operator were unaware of this condition while loading or unloading a patient. The ensuing instability could lead to a fall.

Manufacturer narrative:
The ge field engineer (fe) found that the float was caused by misalignment in the pedal mechanism that stimulated a command to release the table locks. The fe adjusted the pedal mechanism and verified that the locks were functioning as expected.